Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Right ventricular (rv) lead integrity alert warning occurred for increased sic count and 2 or more high rate-non-sustained episodes <(><<)>220 ms on (B)(6) 2016. Sensing-sics-since last session sensing integrity counts went up to 348 (within 20 days) along with episodes showing evidence of oversensing. Evidence of emi noise noted on (B)(6) 2016. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to an elevated sensing integrity counter (sic) and non-sustained tachycardia episodes. The episodes show electromagnetic interference with evidence of 60-cycle noise. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Right ventricular (rv) lead integrity alert warning occurred for increased sic count and 2 or more high rate-non-sustained episodes <(><<)>220 ms on (B)(6) 2016. Sensing-sics-since last session sensing integrity counts went up to 348 (within 20 days) along with episodes showing evidence of oversensing. Evidence of emi noise noted on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that there was a possible fracture of the right ventricular (rv) lead. The rv lead, right atrial (ra) lead and implantable cardioverter defibrillator (ICD)&#1477;re explanted and replaced with a competitor product. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the patient experienced anxiety. An interrogation showed the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-physiologic oversensing and high rate non-sustained episode of noise. Low impedance was subsequently measured consistent with an inner insulation issue. The detections were programmed off. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The atrial lead had intermittent over sensed noise as a result of underground home outlets. Currently, the ICD device and both leads remain in use. However, the patient was referred to another physician for lead and device extraction.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.